Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), abortion spontaneous ('miscarriage') and genital haemorrhage ('genital abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychiatric disorder"), bladder disorder ("bladder disorder"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), weight fluctuation ("weight gain/weight loss"), ill-defined disorder ("illness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), rash ("allergy: rash/skin condition"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), dysgeusia ("metallic taste in mouth"), female sexual dysfunction ("apareunia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), cystitis ("bladder infect"), urinary tract disorder ("urinary disorder nos"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal. Infection") and nervous system disorder ("nuero. Condit/prob"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract infection, fatigue, alopecia, hormone level abnormal, migraine, nausea, weight fluctuation, ill-defined disorder, dyspareunia, dysmenorrhoea, hypersensitivity, skin disorder, rash, headache, gastrointestinal disorder, endometriosis, dysgeusia, female sexual dysfunction, cystitis, urinary tract disorder, vaginal discharge, vaginal infection and nervous system disorder outcome was unknown and the menorrhagia, blood disorder and cardiac disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, ill-defined disorder, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010,(B)(6) 2009(previously reported) and in current pfs (B)(6) 2010. Patient received treatment for bleeding, migration,pain- pelvic/ abdominal, back, other (fatigue, hair loss, hormonal changes, migraine, nausea, weight gain) and experienced severe illness. Date of removal : (B)(6) 2018: other diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: follow up 4 and 5 processed together. Pfs received. Reporter information added. Event : dyspareunia (painful sexual intercourse), dysmennorhea (cramping), allergy: rash/skin condition, headaches, gi conditions, endometriosis, metallic taste in mouth, uti, nuero. Condit/prob added. Event weight gain were updated to weight gain/weight loss on 10-sep-2019: follow up 4 and 5 processed together. Pfs received. Reporter information added. Event : apareunia, blood/heart disorder, bladder infect, vaginal discharge, vaginal. Infection added. Outcome of the event menorrhagia (heavy menstrual bleeding) no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration/ malposition of essure device location of device: migrated') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bacterial vaginosis, vaginal burning sensation and yeast infection. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("genital abnormal bleeding/ abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), pelvic pain ("pelvic pain female/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), psychological trauma ("psychiatric disorder"), bladder disorder ("bladder disorder/ , bladder or problems or changes"), urinary tract infection ("uti"), migraine ("migraine"), nausea ("nausea"), weight fluctuation ("weight gain/weight loss"), ill-defined disorder ("illness"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), dysgeusia ("metallic taste in mouth"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), cystitis ("bladder infection"), urinary tract disorder ("urinary disorder nos/ urinary problems or changes"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal. Infection"), nervous system disorder ("nuero. Condition/prob"), pain in extremity ("leg pain") and bacterial infection ("bacterial infection"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heart beat") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract infection, fatigue, alopecia, mood swings, migraine, nausea, weight fluctuation, ill-defined disorder, dyspareunia, dysmenorrhoea, dermatitis allergic, headache, gastrointestinal disorder, endometriosis, dysgeusia, female sexual dysfunction, cystitis, urinary tract disorder, vaginal discharge, vaginal infection, nervous system disorder, vaginal haemorrhage, heart rate irregular, weight increased, pain in extremity and bacterial infection outcome was unknown and the menorrhagia, blood disorder and cardiac disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bacterial infection, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, ill-defined disorder, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010, (B)(6) 2009(previously reported) and in current pfs (B)(6) 2010. In (B)(6) 2010 (discrepancy noted as per pfs). Patient received treatment for bleeding, migration,pain- pelvic/ abdominal, back, other (fatigue, hair loss, hormonal changes, migraine, nausea, weight gain) and experienced severe illness. Date of removal : (B)(6) 2018 : other. It was reported that she had reproductive system disorder or condition type of disorder or condition: unable to bear children. The plaintiff also experience another pregnancy case reported in case (B)(4). Discrepancy noted: patient desires essure coil removal reported in mr dated :(B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc (product technical complaint) on 3-mar-2020: pif received- reporter was added. No new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), abortion spontaneous ('miscarriage') and genital haemorrhage ('genital abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychiatric disorder"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea") and ill-defined disorder ("illness"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, migraine, nausea, weight increased and ill-defined disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, device dislocation, fatigue, genital haemorrhage, hormone level abnormal, ill-defined disorder, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010, (B)(6) 2009 (previously reported) and in current pfs (B)(6) 2010. Patient received treatment for pain- pelvic/ abdominal, back, other (fatigue, hair loss, hormonal changes, migraine, nausea, weight gain) and experienced severe illness. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received-new events device migration, device ineffective, pregnancy with contraceptive device, miscarriage, genital abnormal bleeding, pelvic pain female, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), psychiatric disorder, bladder disorder, urinary tract disorder, fatigue, hair loss, hormonal changes, migraine, nausea and weight gain & illness were added. Reporter and patient demography were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration/ malposition of essure device location of device: migrated'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), abortion spontaneous ('miscarriage') and genital haemorrhage ('genital abnormal bleeding/ abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), psychological trauma ("psychiatric disorder"), bladder disorder ("bladder disorder/ , bladder or problems or changes"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), migraine ("migraine"), nausea ("nausea"), weight fluctuation ("weight gain/weight loss"), ill-defined disorder ("illness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), dysgeusia ("metallic taste in mouth"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), cystitis ("bladder infection"), urinary tract disorder ("urinary disorder nos/ urinary problems or changes"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal. Infection"), nervous system disorder ("nuero. Condit/prob"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain in extremity ("leg pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heart beat") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract infection, fatigue, alopecia, mood swings, migraine, nausea, weight fluctuation, ill-defined disorder, dyspareunia, dysmenorrhoea, dermatitis allergic, headache, gastrointestinal disorder, endometriosis, dysgeusia, female sexual dysfunction, cystitis, urinary tract disorder, vaginal discharge, vaginal infection, nervous system disorder, vaginal haemorrhage, heart rate irregular, weight increased and pain in extremity outcome was unknown and the menorrhagia, blood disorder and cardiac disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, ill-defined disorder, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date oct-2010, jun-2009(previously reported) and in current pfs 9 dec 2010. In dec-2010 (discrepancy noted as per pfs). Patient received treatment for bleeding, migration,pain- pelvic/ abdominal, back, other (fatigue, hair loss, hormonal changes, migraine, nausea, weight gain) and experienced severe illness. Date of removal : (B)(6) 2018 : other. It was reported that she had reproductive system disorder or condition type of disorder or condition: unable to bear children. The plaintiff also experience another pregnancy case reported in case 2019-183011. Discrepancy noted: patient desires essure coil removal reported in mr dated (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on 20-apr-2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration/ malposition of essure device location of device: migrated') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("genital abnormal bleeding/ abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), pelvic pain ("pelvic pain female/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), psychological trauma ("psychiatric disorder"), bladder disorder ("bladder disorder/ , bladder or problems or changes"), urinary tract infection ("uti"), migraine ("migraine"), nausea ("nausea"), weight fluctuation ("weight gain/weight loss"), ill-defined disorder ("illness"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), dysgeusia ("metallic taste in mouth"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), cystitis ("bladder infection"), urinary tract disorder ("urinary disorder nos/ urinary problems or changes"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal. Infection"), nervous system disorder ("nuero. Condit/prob"), pain in extremity ("leg pain") and bacterial infection ("bacterial infection"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heart beat") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract infection, fatigue, alopecia, mood swings, migraine, nausea, weight fluctuation, ill-defined disorder, dyspareunia, dysmenorrhoea, dermatitis allergic, headache, gastrointestinal disorder, endometriosis, dysgeusia, female sexual dysfunction, cystitis, urinary tract disorder, vaginal discharge, vaginal infection, nervous system disorder, vaginal haemorrhage, heart rate irregular, weight increased, pain in extremity and bacterial infection outcome was unknown and the menorrhagia, blood disorder and cardiac disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bacterial infection, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, ill-defined disorder, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010, (B)(6) 2009(previously reported) and in current pfs (B)(6) 2010. In (B)(6) 2010 (discrepancy noted as per pfs). Patient received treatment for bleeding, migration,pain- pelvic/ abdominal, back, other (fatigue, hair loss, hormonal changes, migraine, nausea, weight gain) and experienced severe illness. Date of removal : (B)(6) 2018 : other. It was reported that she had reproductive system disorder or condition type of disorder or condition: unable to bear children. The plaintiff also experience another pregnancy case reported in case(B)(4). Discrepancy noted: patient desires essure coil removal reported in mr dated :(B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received: new events bacterial infection, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration/ malposition of essure device location of device: migrated') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("genital abnormal bleeding/ abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), pelvic pain ("pelvic pain female/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), psychological trauma ("psychiatric disorder"), bladder disorder ("bladder disorder/ , bladder or problems or changes"), urinary tract infection ("uti"), migraine ("migraine"), nausea ("nausea"), weight fluctuation ("weight gain/weight loss"), ill-defined disorder ("illness"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), dysgeusia ("metallic taste in mouth"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), cystitis ("bladder infection"), urinary tract disorder ("urinary disorder nos/ urinary problems or changes"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal. Infection"), nervous system disorder ("nuero. Condit/prob"), pain in extremity ("leg pain") and bacterial infection ("bacterial infection"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heart beat") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract infection, fatigue, alopecia, mood swings, migraine, nausea, weight fluctuation, ill-defined disorder, dyspareunia, dysmenorrhoea, dermatitis allergic, headache, gastrointestinal disorder, endometriosis, dysgeusia, female sexual dysfunction, cystitis, urinary tract disorder, vaginal discharge, vaginal infection, nervous system disorder, vaginal haemorrhage, heart rate irregular, weight increased, pain in extremity and bacterial infection outcome was unknown and the menorrhagia, blood disorder and cardiac disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bacterial infection, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, ill-defined disorder, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010, (B)(6) 2009(previously reported) and in current pfs (B)(6) 2010. In (B)(6) 2010 (discrepancy noted as per pfs). Patient received treatment for bleeding, migration,pain- pelvic/ abdominal, back, other (fatigue, hair loss, hormonal changes, migraine, nausea, weight gain) and experienced severe illness. Date of removal : (B)(6) 2018 : other. It was reported that she had reproductive system disorder or condition type of disorder or condition: unable to bear children. The plaintiff also experience another pregnancy case reported in case (B)(4). Discrepancy noted: patient desires essure coil removal reported in mr dated :(B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received: new events bacterial infection, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration/ malposition of essure device location of device: migrated'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), abortion spontaneous ('miscarriage') and genital haemorrhage ('genital abnormal bleeding/ abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), psychological trauma ("psychiatric disorder"), bladder disorder ("bladder disorder/ , bladder or problems or changes"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes/ hormonal changes describe: mood swings"), migraine ("migraine"), nausea ("nausea"), weight fluctuation ("weight gain/weight loss"), ill-defined disorder ("illness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), dysgeusia ("metallic taste in mouth"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), cystitis ("bladder infection"), urinary tract disorder ("urinary disorder nos/ urinary problems or changes"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal. Infection"), nervous system disorder ("neuro. Condit/prob"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pain in extremity ("leg pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have heart rate irregular ("blood or heart disorder/condition type: irregular heart beat") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract infection, fatigue, alopecia, mood swings, migraine, nausea, weight fluctuation, ill-defined disorder, dyspareunia, dysmenorrhoea, dermatitis allergic, headache, gastrointestinal disorder, endometriosis, dysgeusia, female sexual dysfunction, cystitis, urinary tract disorder, vaginal discharge, vaginal infection, nervous system disorder, vaginal haemorrhage, heart rate irregular, weight increased and pain in extremity outcome was unknown and the menorrhagia, blood disorder and cardiac disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heart rate irregular, ill-defined disorder, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pain in extremity, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010, (B)(6) 2009(previously reported) and in current pfs (B)(6) 2010. In (B)(6) 2010 (discrepancy noted as per pfs). Patient received treatment for bleeding, migration,pain- pelvic/ abdominal, back, other (fatigue, hair loss, hormonal changes, migraine, nausea, weight gain) and experienced severe illness. Date of removal: (B)(6) 2018: other. It was reported that she had reproductive system disorder or condition type of disorder or condition: unable to bear children. The plaintiff also experience another pregnancy case reported in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: reporters details updated and patient demographics added. Added event abnormal bleeding (vaginal), blood or heart disorder/condition type: irregular heart beat, weight gain and leg pain. Updated event hormonal changes/ hormonal changes describe: mood swings (previously reported as hormonal changes). Updated reported term genital haemorrhage, menorrhagia, female sexual dysfunction, device dislocation, bladder disorder, urinary tract disorder, pelvic pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.